Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified foreign objects (white material) in the air/water cylinder and the air/water tube. Corrosion was also observed on the adhesive around the light guide lens and the objective lens. There was no patient involvement..

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Investigation results did not confirm the reported failure. The most probable cause of the reportable malfunction could not be established; however, the malfunction observed during device evaluation was attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.